Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm while in the fill tubing stage. The customer's blood glucose was 111 mg/dl. Troubleshooting was done. Explained to the customer that the alarm may have been caused when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents were within specification. No failed battery test alarms noted. The device alarmed compromised force sensor system during basic occlusion test due to moister on force sensor resistor. Motor error alarms were not verified due to the alarms. The motor was tested outside the device and it passed. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window, and stained end cap sticker.